Event description:
It was reported that the pacemaker is programmed to pace and sense in the atrium only. The patient implanted with this pacemaker also has an epicardial lead with sensitivity programmed high due to intrinsically low p wave amplitudes. All lead measurements are noted to be stable. Review of the stored episodes noted that there were several stored episodes of noise within a certain time frame. Technical services (ts) review of the episodes was requested. Upon review, ts noted that the pattern of the signals could indicate an atrial arrhythmia. However, the patient should be brought in to assess the epicardial lead integrity and to determine if this is an atrial drive arrythmia. At this time no additional information is available. Requests for additional information are being made. If additional information becomes available the report will be updated at that time. The pacemaker remains in service and no adverse effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.